Event description:
During a phase IV, prospective, open label, multi-center, observational and descriptive study to investigate the intradialytic change in platelet counts during hemodialysis treatments in esrd subjects maintained twice weekly hemodialysis ((B)(4)) a pt experienced thrombocytopenia. He remained asymptomatic. Treated with vancomycin. The outcome was ongoing. The event was assessed as moderate severity and not related to the study.

Manufacturer narrative:
(B)(4). No customer number or customer contact info was available; therefore, a search for product related to the complaint could not be performed. Additionally, lot info was not available, so an investigation of the device mfg records was not performed. If add'l info should become available, a supplemental MDR will be filed.